Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 555 mg/dl. The customer reported a severe hyperglycemia event, however mild in nature and recovery was complete on (B)(6) 2016. The customer states a site stated event is anticipated. The customer gave 2.1 units unabsorbed and blood glucose was 556 mg/dl. The customer changed the infusion set and the blood glucose level was 382 mg/dl. The insulin pump will not be returned.